Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was unable to communicate with the patient programmer. The patient reports she last had stimulation sometime in the past several months and it was unknown when the ipg was last recharged. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has been resumed and thus issue has been resolved. Concomitant device: model 3186, scs lead, unknown implant date.